Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Complete lead was returned. Tool marks noted on the terminal pin indicating that the provided fixation tool may not have used. The lead tip was bent approximately 19 degrees between distal ring and helix housing. The x-ray showed inner coils fractured at the distal end of terminal pin. Helix mechanism test was not performed due to fractured inner coils. The fracture inner coils and bend in lead tip are known trend issue for flextend lead family.

Event description:
Boston scientific received information that this right ventricular (rv) lead's helix would not extend for lead placement. The physician had removed this lead and new lead was replaced. No adverse patient effects were reported.